Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
At the incoming inspection of goods by the distributor, foreign material was found in the packaging.